Event description:
It was reported that the patient recently had generator replacement surgery, and the generator site was infected. The patient had surgery, and a superficial wound infection was present. There was no bacteria in the cultures, but pus was evident on entry to the incision. The generator was taken out, examined, cleaned, and pocket washed out with antibiotics. The generator was re-implanted. The device history record of the generator was reviewed, and the device was sterilized according to procedure prior to distribution. No further relevant information has been received to date.